Event description:
It was reported that the patient presented for in clinic follow up. Device interrogation revealed intermittent capture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged without consequences from the hospital after the procedure.